Manufacturer narrative:
No part number or lot number provided, device was not returned. No evaluation could be performed.

Event description:
Original surgery was performed on the pt to treat a fractured l1. Twenty months after, the pt began experiencing deformity and pain. It was reported that the diagnosis confirmed bilateral longitudinal stem fractures. The surgeon performed a successful revision surgery and replaced the fractured stems.